Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 33 mg/dl. The customer treated with food and glucose tablets. The customer's current blood glucose was 270 mg/dl. The customer experienced low readings since (B)(6) 2017. The customer stated that the drive support cap appeared normal. The customer stated that the battery cap was damaged. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump was received with minor scratched display window, cracked case at display window corners, broken off battery tube threads and cracked reservoir tube lip.